Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device associated with the clip entangling with the commissure could not be determined. The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report device entrapment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, rotated heart, and calcified leaflets. It was noted imaging was difficult. An xtw clip was inserted and advanced under the valve. However, the clip became caught in the commissure and was unable to be freed. Although still attached to the commissure, the clip was able to be deployed on both leaflets. A second clip was inserted and deployed without issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.